Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate low test results were not confirmed. Qualification records were reviewed and the product lot met all acceptable criteria. The omnipod guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises "any time your blood glucose is low, treat it immediately, check it every 15 minutes while you are treating, to make sure you don't over-treat the condition and cause blood glucose levels to rise too high," and "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate or if your test results are not consistent with how you feel." Abbott diabetes care has also filed an MDR on this event on their complaint number (B)(4).

Event description:
The patient's father reported that he brought his son to the hospital where he was diagnosed with diabetic ketoacidosis. This occurred after receiving a low blood glucose reading of 39 mg/dl and treating for it (exact time of reading, how it was treated or when he was admitted were not provided. The father stated that they have been getting incorrect readings since opening the current vial of test strips, which he believes are the cause. The following meter comparisons were performed after the event on (B)(6): time: 1.47 pm pdm: 121 hospital bgm: 320. Time: 3:08 pdm: 148, hcp office bgm: 212. Time: 4:37 pm: pdm 105. Time: 4.38 pm: pdm: 207 (sample via of strips), other bgm: 227. The patient's mother spoke with abbott diabetes care about the test strips.